Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted at the anterior wall, body of the stomach during a cysto gastrostomy procedure performed on (B)(6) 2022. During the procedure, the physician had difficulty in creating a puncture using the axios electrocautery enhanced delivery system and blanching of the tissue was noted. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was returned fully covered by the outer sheath and undeployed. Visual examination of the returned device found the outer sheath kinked in two sections. The tip also showed evidence of electrocautery. An electrical test was performed to verify the continuity between the rf connector and the equipment, and no issues were noted. Functional inspection was performed with the erbe to confirm the continuity between the rf connector and the equipment, and no issues were noted. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of outer sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled and/or the technique used by the physician, limited the performance of the device and contributed to the outer sheath kinked. The reported event of cautery delivers energy intermittently could not be confirmed as there were no problems noted during electrical and functional inspection performed. Based on the available information, there is not enough information to confirm the reported event of cautery delivers energy intermittently; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation on november 05, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted at the anterior wall, body of the stomach during a cysto gastrostomy procedure performed on (B)(6) 2022. During the procedure, the physician had difficulty in creating a puncture using the axios electrocautery enhanced delivery system and blanching of the tissue was noted. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.